Event description:
(B)(6) 2016 received explanted lead from st. Jude medical. Explant information not provided. Investigational letter sent to implanting physician and facility. Flow-up physician not known.